Event description:
It was reported that the blockage alarm was prone to sounding. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed that there was a record of the high-pressure alarm occurred during pump operate on (B)(6) 2025. It could not confirm the reported issue. Visual and functional testing was performed. Review of event log found it confirmed that there was a record of the high-pressure alarm occurred during pump operate on (B)(6) 2025. Review of service history found no relevant information. No action because the pump function was normally. Returned unrepaired to the customer at customer's request. The probable cause of the reported problem unknown.